Event description:
In 2007, the lay-user/patient contacted lifescan at 2:30 pm (pst) alleging that a one touch ultra meter was giving an "error 2" message. The patient indicated that the alleged meter issue started on the same day, at 10:00 am (cst). After the meter issue started, the patient reportedly developed symptoms of shaking. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient also denied receiving medical intervention and was not tested on another device. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.